Manufacturer narrative:
Block h6: imdrf device code captures the reportable event of stent break.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent pigtail leading barb 7f 7cm was to be implanted in the pancreatic duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2025. During the procedure, the pigtail part of the stent was broken, preventing the orange pusher part from advancing despite being pushed. A different device was used to complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent pigtail leading barb 7f 7cm was to be implanted in the pancreatic duct during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2025. During the procedure, the pigtail part of the stent was broken, preventing the orange pusher part from advancing despite being pushed. A different device was used to complete the procedure. There were no patient complications as a result of this event. Additional information received on july 17, 2025. The reported complaint occurred outside the body, prior to device insertion.

Manufacturer narrative:
Block h6: imdrf device code captures the reportable event of stent break. Block h11: an advanix pancreatic stent was returned for analysis; the delivery system was not returned. Visual examination of the returned device found that the pigtail part of the stent was broken. No other problems were noted with the stent. Product analysis confirmed the reported event of stent broken. On the other hand, the reported event of stent flap cover difficult to advance was not confirmed as it happened during the procedure and it was not possible replicate it in the laboratory. It was reported that during the procedure, "the pigtail part of the stent was broken, preventing the orange pusher part from advancing despite being pushed." It most likely, procedural factors could have affected the overall performance of the device. Therefore, the most probable root cause is adverse event related to the procedure.